Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when running blower flow test unit alarms tf231008 after tests completes fault disappears. No patient involvement. Hamilton medical ag addition: broken lpo adapter.